Event description:
The report is of withdrawal difficulty when trying to withdraw the stent delivery system into a guide catheter. The patient's demographics were unk. The target lesions were proximal and mid left anterior descending (lad) branch and the 1st diagonal. It is unk if the lesion was a de novo. The vessel was moderately calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a sprinter balloon (sprinter). A cypher was implanted at the mid to proximal lad. A cypher (complaint product: 3.0/13mm) was being delivered to the target lesion at the 1st diagonal through the struts of the previously implanted cypher, but the cypher did not cross the target lesion. Therefore, physician tried to pull back the cypher into the guide catheter (gc), but the proximal end of stent became caught with the tip of the gc and withdrawing the cypher stent into the gc failed. The physician removed the entire system from the patient. To finish the procedure, the gc was cannulated to the target vessel again and the guide wire crossed the target lesion again. The procedure was finished successfully with the implant of a taxus (3.0/12mm) although the physician encountered slight friction during delivery. There was no patient's injury reported.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional info will be submitted within 30 days of receipt.